Manufacturer narrative:
The technician found the caster teeth were worn. The technician replaced both head end casters to repair the stretcher.

Event description:
Info received indicates the head and casters are not holding when in brake.